Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Additionally, it was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to an alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged wake button issue could not be verified; the alleged touchscreen and malfunction were verified.